Event description:
It was reported that the device exhibited <200 ohms lead impedance in both configurations. Noise was observed on a ventricular egm when the patient moved his arm. When autocapture was programmed off, the ventricular output was reprogrammed to 3.0 v, 0.4 ms.